Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 460 mg/dl. The customer stated that she recently started using steroids, causing her blood glucose levels to rise. She noted that her doctor advised her to change her basal rates up to 4.2 units per hour, for which she received assistance with programming. She complained of frequent bathroom visits, fatigue, hunger and thirst. She advised that she treated using the insulin pump. She declined troubleshooting for high blood glucose, reporting that there was no problem with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.